Event description:
It was reported that during a laparoscopic sigmoid colectomy and the active blade broke off into the patient. The doctor retrived the broken tip with graspers, no x-ray needed, through the trocar. Another instrument was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The device was tested with a generator and all buttons were functional. The device activated as expected. There were no anomalies or alert screens noted with the functionality of the device. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.